Event description:
It was reported that following the implantation of an elevate graft the patient presented with rectal pain, obstructed defecation, and constipation. A mild recurring rectocele was found during a rectal/pelvic examination. The event is considered "ongoing" and the patient will require surgery to repair the rectocele. No additional patient complications have been reported in relation to this event.